Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator changeout procedure. Upon interrogation, the right atrial lead exhibited oversensing. The physician capped and replaced the lead during procedure on (B)(6) 2020.

Event description:
New information received stated that the noise resulted in inappropriate episodes of auto mode switch (ams). The patient was in stable condition.